Manufacturer narrative:
The insulin pump had broken battery tube threads, cracked reservoir tube lip, minor scratched display window, and bleeding lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there were many scratches on the display window of the customer's insulin pump. No further details were provided. The insulin pump was returned and replaced.